Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an outer insulation abrasion at 4.8cm from the connector pin, exposing the is-1 proximal coil. The damage found in this area is consistent with friction to the ICD can. An outer insulation abrasion was also noted at 8.0cm from the helix end. The insulations of the is-1 proximal and df-1 rv cables were exposed in this area. Reliability laboratory technician; (B)(4). Failure (event) observed during analysis. Late due to re-evaluation of event.

Event description:
This report is to advise of an event observed during analysis.